Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was noted to be warm whenever the pump is charged. There was no reported impacted to the customers blood glucose level. During the call with tandem technical support, review of pump data revealed that there had been no temperature alarms or temperature readings outside of normal range